Event description:
Patient reported left side deflation. Device remains implanted.

Event description:
The device has been explanted.

Event description:
Patient reported, left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, crease fold, total delamination of the valve, wear abrasion, and white particles on the shell. Leak test and microscopic analysis was performed which identified, total delamination of the valve. Based on the device analysis, the final assessment is: total delamination of the valve assessed, as adhesive failure.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.